Event description:
It was reported that the insulin pump alarmed off no power without a low battery indicator, as well as a battery out limit alarm. The blood glucose reading was 90 mg/dl. The customer stated that within a couple of days of replacing the battery, the insulin pump would drain the battery prematurely. She stated that the battery would not hold a charge and was alarming for no reason. Upon inspection, it was found that there were 2 occurrences of the off no power alarm, one of which had a low battery alert preceding it. The customer was advised that the battery out limit alarm may have indicated a loose battery cap. She was advised that a replacement battery cap would be sent. Advised the customer to monitor the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.